Event description:
The pt is reportedly experiencing intermittencies with his internal device. External equipment was exchanged and programming adjustments were made however, this did not resolve the problem. Testing of the device showed that it is functioning. Surgery to explant the pt's device is being discussed.